Event description:
A revision surgery was performed on (B)(6) 2023 because of a periprosthetic fracture above the implant. The revision was performed because of the bone fracture, the patient had poor bone quality. The tibial component was left implanted but the femoral component was removed and replaced.